Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image revealed the t1 anchor has been detached from the device. No physical damage visible in the image. A visual inspection revealed the t1 anchor was deployed from the device. The t2 anchor was still attached to the needle. The actuator tip was in the t1 pre-deployment position. The needle shaft and tip appear bent. A functional evaluation revealed the actuator tip and deployment knob functions as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair, t1 on the fast-fix 360 was deployed, however, t2 could not be deployed. T1 was left secured inside the patient. The procedure was completed with a backup device and no significant delay nor further complications were reported.